Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The reported failure could be confirmed. The air gas module was replaced but not returned for investigation. Provided ventilator logs confirms the reported event of failed internal leakage test during pre-use check. One of the recommended actions in the service manual if the test fails is to replace the gas modules one at the time. Since the replaced part was not returned for investigation, the root cause of the failed pressure transducer test during pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).